Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported by a competitor, that during an attempted implant procedure, after the sheath and guidewire delivery accessories were removed, the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.